Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported a sensor failure and stated that because of it the patient had to be admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka). He was unable to eat for several days. He had monitoring, unspecified lab work, and was treated with insulin and fluids via intravenous (IV) therapy for 3+ ketones and high glucose (she does not remember the blood glucose values). At the time of the call the patient was fine, and back at school. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.